Event description:
The customer stated that error 1044, unable to calculate result. Final rlu read is outside the specification of the lowest calibrator for total psa, was generated for three patient samples while using the alinity I total psa assay. Two of the three samples were tested on a different alinity I processing module and the same error occurred. The customer stated that two of the patients did have very low total psa results historically. The customer used new total psa calibrator lot 51060fn00 to resolve the issue and the three patient samples were retested. Patient (B)(6) and (B)(6): alinity I total psa result: <0.1 ng/ml. The results were expected to be low for both patients. No historical values were provided. Patient (B)(6): alinity I total psa result: <0.1 ng/ml; alinity I total psa result (different sample tube): 3.86 and 4.12 ng/ml; the patient's last total psa result from (B)(6) 2023 was 7.7 ng/ml. The customer had the patient redrawn because the medical provider questioned the low result of <0.1 ng/ml. The redraw result was 3.3 ng/ml. The customer's reference range is 0 - 4 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained calibrator kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Performance and accuracy testing was performed using an in-house retain kit of lot 48204fn00. Testing met acceptance criteria and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa calibrator lot 48204fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that error 1044, unable to calculate result. Final rlu read is outside the specification of the lowest calibrator for total psa, was generated for three patient samples while using the alinity I total psa assay. Two of the three samples were tested on a different alinity I processing module and the same error occurred. The customer stated that two of the patients did have very low total psa results historically. The customer used new total psa calibrator lot 51060fn00 to resolve the issue and the three patient samples were retested. Patient 1 and 2: alinity I total psa result: <0.1 ng/ml. The results were expected to be low for both patients. No historical values were provided. Patient 3: alinity I total psa result: <0.1 ng/ml. Alinity I total psa result (different sample tube): 3.86 and 4.12 ng/ml. The patient's last total psa result from (B)(6) 2023 was 7.7 ng/ml. The customer had the patient redrawn because the medical provider questioned the low result of <0.1 ng/ml. The redraw result was 3.3 ng/ml. The customer's reference range is 0 - 4 ng/ml. No impact to patient management was reported.